Event description:
The event occurred on (B)(6) 2012, the expected volume was 4.8ml and the actual volume was 6ml.

Event description:
Additional information: volume discrepancy noted on (B)(6) 2012 reported previously was within specifications. A volume discrepancy of 1.7 ml in excess (within specifications) was noted on (B)(6) 2012. It was indicated that no further action was needed; patient had no symptoms.

Event description:
It was reported there was a reservoir volume discrepancy. It was noted as over the expected amount on (B)(6) 2012. Intervention was noted as reprogramming/refill/bolus on (B)(6) 2012. It was indicated there were no signs or symptoms. The outcome was noted as ongoing with no further action needed. The pump was delivering hydromorphone and droperidol.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk; programmer model# 8832 serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported on (B)(6) 2012 the actual residual volume 9.5ml and the expected residual volume 7.4ml. The patient also experienced some increased pain at that time to their knee.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the reservoir volume was 23.7ml. It was reported that the expected residual volume (erv) was 4.8ml and the actual residual volume (arv) was 6ml.